Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It reported to boston scientific corporation on (B)(4) 2018 that a wallflex esophageal fully covered rmv stent was to be used to treat a benign stricture in the esophagus during an esophageal stenting procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, when the physician was attempting to place the stent and delivery system through the stenosis during the procedure, the distal tip came off. The wallflex was removed from the patient with the stent partially deployed on the delivery system. The detached tip was retrieved with forceps and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.